Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 for six patient samples and a questionable phos2 phosphate (inorganic) ver.2 results for a seventh patient sample tested on the cobas 8000 c 702 module. Note: no units of measure were provided for the calcium and phosphorus results. It was unknown if the questionable results were reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.

Manufacturer narrative:
The field service engineer found worn and punctured rinse tubing. The tubing was replaced. The investigation determined the service actions resolved the issue.